Event description:
Patient presented to the physician with irritation and pain at the ipg site radiating down to the right arm. Physician brought the patient into the or and removed the entire inspire system.